Manufacturer narrative:
The autopulse platform (sn (B)(6)) involved in the reported complaint was not returned for evaluation because the customer cleared the user advisory (ua) 20 (position out of range) error message by following the instructions provided by zoll personnel. The root cause for the (ua) 20 error was due to the encoder driveshaft not being within the normally acceptable range of positions, likely attributed to unintended user error. User advisory is a clearable error message; per autopulse user advisory list guide, user advisory (ua) 20 occurs due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) is not resolved properly, it leads to ua20 because the driveshaft is not restored at its "home" position. To clear a ua20, return the driveshaft to its "home" position using the platform's administrative menu.

Event description:
The customer reported in december 2023, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 20 (position out of range) error message during shift check and patient use. Mr. (B)(6) was able to assist the customer in clearing the message and troubleshooting it. No additional information was provided. Patient's status information was requested but the customer did not provide a response.